Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone stating that blood glucose was high in the 400 mg/dl and 300's mg/dl. The customer stated that where the adhesives was she can see the insulin like it was leaking and her site was wet. The customer does not remember what day that the leaking started. The customer stated that she does not remember what days highs started just know it was a few days after she stared using the pump. The customer declined troubleshooting for high blood glucose. The customer declined troubleshooting for infusion set leaking. The customer stated she was no longer using the pump. The customer stated that when she was having the highs she would change out set and then redeliver the bolus. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.